Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing, and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample was evaluated. The safety clip had been removed and was included in the packaging upon receipt of the sample. The trigger mechanism had been pulled back 140 mm. The system was clipped out of the grip proximally. The oval handle protruded from the grip by 140 mm. The sheath was kinked 665 mm from the distal end. It was confirmed that the stent was still within the sheath and shifted into distal direction by 5 mm. The distal tip was torn off at the marker band and missing. The marker band was squeezed. This application represents an off-label use. The current information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.

Event description:
It was reported the doctor attempted to deploy a stent in a cephalic vein. When the doctor went to compress the trigger, the sheath failed to retract. The doctor withdrew the device with no issues and deployed another manufacturer's stent successfully. There was no patient injury reported.